Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawers and cubies not recognized on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that drawers 3.1 and 3.2 were not on the bus and observed that no leds were lit on the module controller. The fse replaced the module controller and tested it using the hardware testing application (hta) and the station application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.